Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR #. For product code d139505 (qdot micro¿ catheter). (2) MFR # 2029046-2024-00777 for product code d138402 (ngen rf generator, us).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation which included a qdot micro¿ catheter and a ngen generator. The patient experienced esophageal fistula and subsequent stroke. The intervention is unknown. The patient had a procedure on (B)(6) 2024. The patient left the lab asymptomatic. The equipment worked within specifications and the lab did not want the units evaluated. The patient went to another hospital with issues on an unknown date. The patient arrived at grant medical center today and is suspected to have an atrial esophageal fistula (aef). The physician¿s opinion on the cause of this adverse event was the esophogeal fistula due to catheter. The intervention is unknown, and it was reported that the patient condition worsened and the ¿patient will probably not survive¿. The patient required extended hospitalization due to symptoms of aef (fever and stroke). Relevant tests include posterior left atrium (la) vegetation by echo. No computed tomography (CT) performed. Esophageal injury was confirmed via hospitalization about 3-4 weeks post ablation/via symptoms and echo only. Generator parameters: -q+mode 90w 4 seconds 60 and 65 degrees. No error messages were observed on biosense webster equipment during the procedure. Modalities were used to prevent esophageal injury include temp probe / fluoroscopy. Correct catheter settings were selected on the generator.